Manufacturer narrative:
Other text: additional information: the product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported the pump was alarming no disposable. The patient put cassette the disposable on to back up pump, still alarming for no disposable patient advised to make a new disposable. No further details provided